Manufacturer narrative:
Two infusors were received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The flow restrictor revealed the direct cause of the flow problem was due to crystallized drug blocking the fluid exit at the distal end of the glass capillary located inside the flow restrictor. Since the direct cause of the flow problem was due to crystallized drug, the infusor was determined to be a conforming product. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusors, filled with vancomycin, showed no flow when tested. There was no patient involvement. No additional information is available.